Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A device history record (DHR) review was conducted: manufacturing location: monument manufacturing date: 29-jul-2017 part number: 04.503.104.20, - ti matrixneuro screw self- drilling 4mm lot number: h416298 (non-sterile) lot quantity: 240 work order traveler met all inspection acceptance criteria. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 21015, tialnbrrri4.00 lot number: h275132 lot quantity: 2,005 lbs. Certified test report was reviewed and determined to be conforming. Lot summary report met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A product investigation was conducted. Visual inspection: one ti matrixneuro screw self-drilling 4mm with partially broken off screw head was received for investigation. The broken off portion is missing. The self drilling tip is bent. The complaint therefore is confirmed. Dimensional inspection: because of the existing damage the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. Document/specification review: the cause of the complained malfunction is a post-manufacturing caused breakage/damage due to mechanical overload to the device, therefore no document/specification review is required per selected investigation flow broken. Investigation conclusion: based on the condition of the received product and the available poor event information a manufacturing conclusion cannot be presented. The fracture surface shows the typical view of a forced rupture hence the most appropriate root cause was mechanical overload. The device history review shows that the correct raw material was used and the implant met fully to our specifications at the time of manufacturing. There were no issues that would contribute to this complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: unknown kit package (part# 145.321s, lot # l542214, quantity 1). This report is for one (1) ti matrixneuro screw.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional device product codes: gwo, gxr. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for one (1) unknown matrixneuro screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Occupation: reporter is synthes sales consultant. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a craniomaxillofacial reconstruction on (B)(6) 2018, an unknown screw was broken. The broken piece was retrieved from the patient. The surgeon used another screw to complete the surgery. It is unknown if there was a surgical delay. There was no adverse event on the patient. This report is for one (1) unknown matrixneuro screw. This is report 1 of 1 for complaint (B)(4).